Event description:
Medtronic received information regarding an imaging system being used during a leg procedure. It was reported that 2d fluoroscopy could not be performed. This issue occurred intra operatively and unknown surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
Correction: updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that 2d fluoroscopy could not be performed. This issue occurred intra operatively and unknown surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and backup data restored and gain calibration performed. It was confirmed that the symptoms did not occur during the imaging test. No hardware part was replaced. B01,c19,d14 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.